Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation. The device was started up at 09:17:32 on (B)(6) 2024. At 08:37:52 on (B)(6) 2024, an arrhythmia was detected. ECG shows vt@ 160 bpm degrading to vf. The lifevest properly detected vt/vf. CPR/motion artifact delayed and prevented the lifevest from treating the patient. At 08:39:03, the patient received the non-lifevest defibrillation. Rhythm at the time of treatment was nsvt. Post shock rhythm was af @ 110 bpm with pvcs/nsvt. The electrode belt was disconnected at 08:42:42 on (B)(6) 2024.